Manufacturer narrative:
"The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that an ilet device had a cracked display screen, with blood glucose remaining stable, and a replacement device was arranged. Symptoms included no adverse clinical effects. Outcomes included continued use of the patient¿s dexcom cgm with a phone or receiver while awaiting the replacement. Investigation included review of device history and case documentation with instructions for data sync, shutdown, and return of the affected unit. Investigation of this device revealed physical damage to the screen consistent with a broken display component, with no indication of software malfunction or dosing error. It was concluded, based on previously established findings for similar reports, that the cause was device damage due to external physical impact.